Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-oct-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis refill messages were stuck in processing and did not cross over. A technical support specialist (tss) escalated the issue to the carefusion coordination engine (cce) team, triggered sessions on the server, and confirmed that refill requests were sent to plx without issues and that no messages were stuck on the cce side. The interface team also confirmed successful message flow and indicated that the problem was isolated to the batch, recommending that either cce or the customer re-trigger the batch if needed. The customer was informed of the findings, reported that a manual pick had already been completed for that batch, and requested monitoring of the next scheduled batch. Additional transactions on hold and pending were found and reviewed. The tss worked through available knowledge articles and procedures which resolved the issue, and the customer later confirmed that the issue was resolved and that orders were crossing over normally. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the IV medication batch was not crossing over, and the user had manually picked a medication. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.